Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer has been experiencing low blood glucose for four days; treated with glucose tablets. Blood glucose value at the time of the admission 22 mg/dl. It was stated that the customer is on dialysis. Customer's brother found him in the morning and he was unconscious. The drive support cap is recessed. Customer was disconnected during the prime sequence. Reservoir is showing the same amount of insulin as shown on the status screen. The device was not exposed to a magnetic field. Current blood glucose is 157 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.